Event description:
Button on the tightening sleeve broke during surgery. There was no adverse consequence for the patient or delay in surgery or anesthaesia time.

Manufacturer narrative:
Eval could not be performed. Device not returned to howmedica rutherford.